Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) a blood administration set in which the spike was loose. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. It is unknown in which care area this event occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.